Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with thrombocytopenia required an ivc filter prophylactically prior to surgery. Access was gained to the right common femoral vein and a venacavagram was performed. There was no evidence of thrombus in the ivc and the ivc diameter measured to be 24 mm. The filter was deployed in the infrarenal ivc at the l3 vertebral level without incident. Hemostasis was obtained by direct manual compression. The patient tolerated the procedure well. Approximately two months post filter deployment, the patient presented for retrieval of the filter. A venacavagram was performed and showed no evidence of thrombus; however, the filter was tilted with the apex embedded in the ivc wall. The decision was made to conclude the procedure and leave the filter in place. Approximately four months post filter deployment, the patient presented again for retrieval of the filter. Access was gained to the right jugular vein and venacavagrams were performed. The filter was tilted with the apex and several filter limbs embedded in the ivc wall. Two of the filter limbs were above the apex. Multiple attempts to retrieve the filter using a snare and forceps were unsuccessful. The decision was made to conclude the procedure and leave the filter in place. The patient was hemodynamically stable and transferred to pacu for monitoring. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided. A vena cava filter was successfully deployed in the infrarenal ivc. Two months post filter deployment, a venacavagram was performed and showed that the filter was tilted with the apex embedded in the ivc wall. Four months post filter deployment, the patient presented again for retrieval of the filter. The filter was tilted with the apex and several filter limbs embedded in the ivc wall. Two of the filter limbs were above the apex. Multiple attempts to retrieve the filter using a snare and forceps were unsuccessful. Based on the medical records, the investigation is confirmed for a tilted filter, material deformation, and difficulties removing the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter malposition - filter tilt precautions: - this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the eclipse filter using an intravascular snare or the recovery cone removal system only. Refer to the optional procedure for filter removal section for details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately two months post vena cava filter deployment, the patient presented for retrieval of the filter. Imaging demonstrated a titled filter with the apex embedded in the ivc wall; therefore, the procedure was concluded with no filter retrieval attempts made. Approximately four months post filter deployment, the patient presented again for retrieval of the filter. Imaging demonstrated several filter limbs embedded in the ivc wall and two filter limbs were above the apex. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately two months post vena cava filter deployment, the patient presented for retrieval of the filter. Imaging demonstrated a titled filter with the apex embedded in the inferior vena cava wall; therefore, the procedure was concluded with no filter retrieval attempts made. Approximately four months post filter deployment, the patient presented again for retrieval of the filter. Imaging demonstrated several filter limbs embedded in the inferior vena cava wall and two filter limbs were above the apex. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two months post implantation, the filter was attempted for removal. The procedural summary was provided which mentioned that an inferior vena cavogram was performed which showed no evidence of thrombus. However, the filter was markedly tilted with the hook/neck of the filter being epithelialized, thus required an extensive attempt to remove the filter. Therefore, after discussion with the patient, it was decided to terminate the procedure at this time. Finally, the filter attempt was unsuccessful. Around, two months later, the filter was again attempted for removal. The procedural summary was provided which mentioned that the right internal jugular vein was accessed and cavogram was performed which demonstrated that the filter hook, apex and several struts to be embedded in caval wall. The study also showed significant tilt of the filter with two legs above the apex. Multiple attempts at snare extraction and forceps removal were unsuccessful. After several hours, the procedure was terminated. Post procedural diagnosis showed unsuccessful attempt at filter extraction. Therefore, the investigation is confirmed for filter tilt, material deformation and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt, material deformation and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted remove the eclipse filter using an intravascular snare or the recovery cone removal system only. Refer to the optional procedure for filter removal section for details. Precautions: - this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Potential complications: - filter malposition - filter tilt h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.